Event description:
It was reported that distal misdrilling occurred.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the target device was classified to be the primary product. No associated products were reported. An investigation of the device and a review of the DHR were not possible because the device is not available and the provided lot/serial code is incomplete. The root cause is unknown. Referring to received information it is suggested that potential deviation in targeting accuracy should have been detected during required functional check prior to use. No information was given which kind of nail had been used. Further, the kind of preparing the intramedullary canal may be essential for inserting the nail without deflection. Depending on the bone curvature this may contribute to sufficient drilling.

Event description:
It was reported that distal misdrilling occurred.